Event description:
It was reported that caller did not see drops of insulin at end of tubing during fill tubing step of load sequence despite using room temperature insulin, a new cartridge, and confirming pump piston contact with cartridge reservoir. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to continue fill process, then disconnect tubing at t: lock and attempt again, and finally was guided to load and fill new cartridge, after which drops of insulin were seen and issue was resolved, and insulin delivery was resumed with no additional information received regarding any further outcomes.